Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe eval, a breach in the transformer housing was found. This issue with the damaged transformer housing for the pump in style device was addressed in (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the platic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The skipping packaging strength has also been increased to further product the transformers during shipping. Eval summary; a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuity. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.48 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 56.3 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that the transformer housing of her pump in style breast pump had broken and won't power up the pump. Upon receipt and qe eval on (B)(4) 2014 a breach in the transformer was found exposing the underlying electronics which is a safety risk.